Manufacturer narrative:
We have not received the complaint device for evaluation (the complaint device remains implanted) and we were not able to verify the failure. The device history records review did not reveal any discrepancies related to the complaint event either during manufacturing or packaging processes. Therefore, we are inconclusive regarding the root cause(s) of the event. The literatures and studies show that carotid endarterectomy (cea) is now a proven treatment for the prevention of stroke in both asymptomatic and symptomatic patients with hemodynamically significant stenoses. The intermediate and long-term durability of the procedure may be affected by the incidence of recurrent carotid stenosis due to either myointimal hyperplasia, or recurrent atherosclerosis, or incomplete cea (residual disease). The incidence of recurrence has been quite variable, ranging from 2.0% to as much as 30%. Bovine pericardial patches show comparable results but may have even a lower incidence of recurrent stenosis; one study reported 4% restenosis in bovine patches. An analysis of technical factors revealed that those patients whose arteriotomies were closed with patch angioplasty had actually a statistically significant lowering of the incidence of recurrent carotid stenosis compared with those patients undergoing primary arterial closure. Therefore, the xenosure biological patch was not likely a cause of the recurrent carotid stenosis - particularly at 6 years post-implant. Please note that we made several attempt to contact the physician for the additional details (including a personal visit by our company representative), but no additional information has been provided by the hospital. Device remains implanted.

Event description:
According to the physician, the patient has a stenosis due to the xenosure patch occuring at near 6 years post-implantation. The patch was implanted on (B)(6) 2010. The patch remains implainted. No further details were provided by the hospital.